Event description:
It was reported that the patient had a suspected outflow graft thrombus. On the angioscan it was noted to be 25% occluded. The patient experienced shortness of breath and fatigue. Log files revealed that the power and flow were on a fairly neutral trend. The patient returned to the operating room for a heartmate ii to heartmate 3 exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. (B)(6).

Event description:
Additional information was received that on (B)(6) 2022 the patient was readmitted to a shared care center with ventricular tachycardia (vt) and shocks from their defibrillator. The patient was readmitted to the implanting center. Blood draws showed increased lactate dehydrogenase (ldh), troponins, and b-type natriuretic peptide (pro-bnp). An angiogram performed confirmed thrombus in the outflow cannula that was obstructing 25% of the outflow. On (B)(6) 2022 the patient had symptoms of a stroke including aphasia and decreased hearing. A computed tomography (CT) was performed on (B)(6) 2022 that was negative. A repeat CT was performed on (B)(6) 2022 that was also negative. A heartmate ii to heartmate 3 exchange was performed on (B)(6) 2022. Stroke was confirmed on (B)(6) 2022 in the temporal and posterior insular left area. The patient remained hospitalized due to post-op complications. Related manufacturer reference number: 2916596-2023-00115.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the outlet stator during the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). Evaluation of the submitted log file revealed no atypical events or alarms. The pump appeared to function as intended at the set speed. (B)(6) was returned assembled with the driveline severed approximately 5 inches from the nipple housing. The distal portion of the driveline was not returned with the device. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port. Upon disassembly of (B)(6), examination of the proximal side of the outlet stator revealed a red/white, tissue-like thrombus formation surrounding the outlet bearing ball and extending into each of the three stator vanes. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition lacked denaturation. The presence of contact marks on the outlet section of the rotor and on the outlet bearing cup suggests that the deposition was present in the outlet stator for an extended period of time while the device was in operation. The evaluation could not determine a specific cause for the development of the observed thrombus formation or a duration of time for which it was present in the device. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase (ldh). Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. No additional developed depositions or thrombus formations were observed during the examination of the pump¿s blood-contacting surfaces. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) (rev. C) and the heartmate ii lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis, cardiac arrythmia, hemolysis, and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient's stroke was ischemic. The stroke was treated with recombinant tissue-type plasminogen activator (r-tpa).